Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2024, the patient stated that multiple devices (g6 app and insulet omnipod5) displayed transmitter not found while the transmitter was in warranty and fully snapped in. On the day of the event, she was trying to activate a new sensor with an existing transmitter and was receiving transmitter not found after 6 tries. She explained she was hospitalized twice in the prior month. She mentioned her sugar was uncontrolled and she ended up having diabetic ketoacidosis (dka). She also confirmed she was not using the dexcom at the time of the 2nd instance. For the 1st event, she was wearing a sensor and transmitter but was unaware of happened to it and all she knew was it stopped connecting and was unable to reconnect. Before going to the hospital, she had vomiting and the bg was 547 mg/dl. She called an ambulance and self-treated with insulin. In the emergency department, she was treated further with IV fluid and insulin and the bg improved to 245 mg/dl. She was discharged after 6 hours. The bg was checked but she could not remember the value and the display devices continued to show transmitter not found. At the time of the report she was doing fine. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.